Manufacturer narrative:
The thermogard console (s/n (B)(4)) was evaluated by zoll service personnel at the customer site. The reported complaint that "the thermogard xp ivtm system displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and based on the review of the system's event log data. The root cause of the reported complaint was due to a defective air trap sensor likely due to a defective component. No physical damage was observed on the thermogard console during visual inspection. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. During functional testing, the thermogard xp ivtm system displayed mid:09 (air trap assembly) error message upon powering up; thus, confirming the reported complaint. The reported mid:09 error was determined to be the defective air trap sensor block, and it was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy set-up, the thermogard ivtm system (sn (B)(4)) displayed "mid:09 (air trap assembly) error message. Another themogard ivtm system was used to continue with treatment. No consequences or impact to the patient.